Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure a hole was identified in the cuff. No information was provided about the patient's outcome. It was further reported that the patient experienced incontinence leading to the procedure for a couple of months before surgery. The cuff perforation was suspected to be caused by where the cuff kinked and it was identified due to noting infected fluid on back table after the device was explanted. There were no additional adverse events and the patient was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.